Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report of a not functioning patient pump 1 in a 3t heater cooler. The customer installed a new patient pump and the new pump is making noise. There is no report of any patient injury.

Manufacturer narrative:
H11: the unit was installed in 2017 and a review of the complaint database did not reveal no similar issues related to this heater cooler since its installation. Based on the manufacturing year of the unit, it cannot be ruled out that the most likely root cause of the reported event is a corroded/damaged motor bearing, probably due to environmental condition the pump has been working in, which prevented the motor shaft rotating. The wearing of electromechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.